Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with cracked display window corners, battery tube threads, scratched lcd window, torn keypad overlay and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during an infusion set change. Customer's blood glucose was 419 mg/dl. Device was able to rewind. Device was unable to access the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.